Event description:
Baxter japan reports that the pt adapter of the transfer set came off from the titanium adapter. This was noted during pt use with no pt injury or medical intervention reported by the complaint coordinator.